Manufacturer narrative:
A philips remote service engineer (rse) conducted a diagnostic review of the defibrillator and determined that the configuration was lost. The client will retrieve the configuration of a second defibrillator and inject it into the affected device. If this resolves the issue, then it was a one-time error, and no further action is required. Upon turning on the defibrillator, an error message "configuration lost" is displayed. This message indicates that the defibrillator's configuration has been reset to factory default and the contact parameters have been lost. This is a potential malfunction that can impact the device's performance in emergency situations. As part of the resolution, the rse provided the customer with instructions to contact philips if the error message reappears. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : a remote service engineer conducted a diagnostic review.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device displayed an error message: "configuration lost." There was no patient involvement.